Event description:
The surgeon stated that this is the third occurrence. During the previous two cases, the instrument broke and a piece fell in the patient. He was able to retrieve the piece and no injury occurred. The surgeon reported that on the date of the event, an incident occurred where the instrument broke inside the patient while grasping the gallbladder. No pieces fell off of the broken instrument and no injury to the patient resulted. This is the first occurrence reported to genzyme. The previous two mentioned by the surgeon were not reported to genzyme and further information regarding these incidents was unavailable.